Event description:
It was reported that the customer was hospitalized for high blood glucose. The drive support cap on the insulin pump appeared normal. There was no accident prior to the event. Customer was treated with an IV. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.